Event description:
The user facility reported that water leaked onto the floor from their system 1e. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The technician arrived onsite and stated that the water supply to the unit had been shut off at the supply line. The technician inspected the unit and found that the inlet connection on the back of the unit had become loose and was dripping water onto the counter top. The technician tightened the connection, ran several diagnostic cycles and confirmed the unit to be operational. The user facility is new and was not open during the time of the reported event. The steris technician spoke with an employee at the user facility who stated that a cleaning crew performed a complete cleaning of the user facility prior to the opening. The cleaning crew may have moved the system 1e in order to clean the countertop.